Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the field representative was unable to make a telemetry connection with this patient's subcutaneous implantable cardioverter defibrillator (s-ICD). The programmer had just been updated with the new software. The caller rebooted the programmer and was able to successfully interrogate the device. No further issues have been reported.